Event description:
Per the audiologist, the patient's device was explanted in 2008, due to a skin flap infection. Reimplant surgery is planned, but had not been scheduled at the time of the report, filed the following month.

Manufacturer narrative:
This is the final report. This type of event is addressed in the device labeling.